Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer would not boot up. The service disk was run and then the programmer was "frozen." Technical support (ts) asked the caller to run the service disk a second time. This unfroze the programmer, but when booting up there was a continuous beep for about 5 seconds. Ts recommended the caller return the programmer for repair. The status of the programmer is unknown. There was no patient involvement.